Event description:
Right greater saphenous endovein harvesting initiated. Upon insertion of the device, a doctor noticed an air leak from the device. Device was withdrawn from the insertion site/right leg and passed off to field.